Event description:
During an in-clinic follow-up, a drop in battery voltage was observed on the device, however, the battery voltage returned to its previous voltage a few months later. Abbott technical support was contacted, however, the cause of the varying battery voltage was unknown. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of the battery voltage drop was confirmed. A current increase will lower the battery voltage. The reason of the increase of current could not be determined with the data provided. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.